Event description:
It was reported a 6f angio-seal sts device was deployed three to four centimeters distal to a high bifurcation in the superficial femoral artery(sfa). The physician stated the pre deployment femoral angiogram showed the vessel of adequate size, four to five millimeters, however, a side branch of the sfa was present in close proximity to the arteriotomy. An angio-seal was selected to seal the arteriotomy site. The pt developed a cold foot. The pt underwent surgery for an occlusion. The angio-seal device was removed; the entire device was found intact inside the vessel. The physician feels the anchor caught on the side branch during deployment which caused the occlusion. The pt recovered with good pulses.